Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the device did not recognize an open door, it would not prompt the user to load a set and therefore would not recognize the clamp. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute the reported event. The cause was identified to be an upper latch switch not functioning properly. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.